Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) directly and also via a manufacturer's representative (rep) regarding a patient receiving clonidine (1,000 mcg/ml at 799 mcg/day) and morphine (3 mg/ml at 2.398 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient's medical history was noted as foot pain. The hcp reported that an active motor stall message was displayed when the pump was interrogated; the hcp initially reported that the stall occurred on (B)(6) 2015 at 9:45 pm, but later reported via the rep that the stall was at 9:57 pm on (B)(6) 2015. The rep noted that the patient presented to the hcp's office on (B)(6) 2015 at approximately 9 am with the alarming pump and the logs indicated an unrecovered motor stall. The patient had not had magnetic resonance imaging (MRI) recently and magnets had been ruled out. No diagnostics or troubleshooting has been performed. The plan was to explant the pump on (B)(6) 2015. The patient's status at the time of the report was noted as alive with no injury. The issue had not been resolved at the time of the report. No symptoms were reported. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a user facility medwatch on (B)(4) 2016. It was reported that the patient had increased sensitivity to pain rating it from 5-10 on pain scale after the pump stall. The pump had ¿failed.¿ the pump was explanted.